Event description:
The balloon sheared from catheter during procedure.

Manufacturer narrative:
Lot history record review: the lot number was reviewed for any abnormalities, which may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. The sub assembly lot history records were reviewed for any abnormalities that may have contributed to the complaint. Nothing was found that would have contributed to the reported complaint. Review of returned sample: the complaint sample was returned for evaluation and the following was observed: the catheter was without the guidewire or sheath. The distal tip of the balloon and catheter are missing. It appears as if 5cm of the balloon and shaft have broken off. The shaft broken off right at the 2nd ro marker. The edge of the balloon is jagged, very uneven. Does not have the same appearance as a circumferential burst. The balloon was cut back to expose the shaft. The shaft showed a stretched section, 1.4cm in length near the ro marker. The catheter was flushed, no other defects were observed on the catheter shaft. Conclusion: the complaint investigation has been confirmed, during the visual inspection of the returned sample. During the visual inspection of the returned sample, we observed the catheter had broken at the 2nd ro marker and the balloon at the break was jagged and very uneven. The exact cause of the complaint is unknown. The complaint could not be duplicated. This type of complaint is most commonly caused when the balloon meets great resistance during removal. In this case, it was reported, "resistance was felt but only slightly greater than usual." During the evaluation, the shaft showed a stretched section, 1.4cm in length near the ro marker. This stretched section suggests that resistance was felt. The review of the manufacturing records verified the above lot was manufactured and released to specifications. Manufacturing has been made aware of this complaint. This type of complaint will continue to be monitored for tends. No further action at this time. Frequency has increased but the severity of this event is not greater than usual.